Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when er320 instrument trigger was squeezed, one of the jaws broke and fell into the abdominal cavity along with the clips. The jaw and the clips were retrieved with no further consequence to the pt.